Event description:
Customer reported the system will not fluoro properly and there is an artifact in an image after the case was complete. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray regulator board. System operates as intended.